Event description:
Additional information indicated that this lead was returned and a device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. As no mention of high impedance was made while implanted, and device memory shows no high impedance during the days this lead was implanted, it is likely the fracture occurred at explant. The loss of capture observation, could not be confirmed by laboratory analysis.

Event description:
It was reported that this patient presented to the hospital with a rate at about 30 beats per minute (bpm). Upon device review, it appeared that the right ventricular (rv) lead had lost capture and a low rv amplitude was observed. Last daily measurements showed an r-wave of 2.2 millivolts, an impedance of 617 ohms and the device was unable to capture a threshold. While no lead damage was noted, the physician felt more comfortable with using a new lead. Thus, this lead was removed and replaced. No additional adverse patient effects were reported. This lead has not been returned. If additional information is received, this report will be updated.